Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Review of the provided image is consistent with broken cable.

Event description:
It was reported that the surgeon noted that the wire of the fbf instrument was torn, although the instrument itself remained functional. For patient safety and further inspection, the instrument was removed and replaced. Upon assessment, it was seen that the wire covering was torn. The instrument still has 3/14 remaining lives. The procedure was completed with no reported injury.